Manufacturer narrative:
Technician found that pt in bed in medsurg room was able to place nurse call, with response not heard in expected location due to bent pins in p379 cable connector. Straightened bent pins and tested functions to resolve this issue.

Event description:
Complaint alleged that pt in bed in medsurg room was able to place nurse call. Response not heard in expected location. No injury alleged.